Manufacturer narrative:
(B)(4) - initial emdr submission. This complaint sample is unavailable for evaluation. Customer stated there has been no adverse impact to the patient. If any additional information becomes available a supplemental submission will be completed. (B)(4).

Event description:
Filter fell apart while the patient was intubated during the case. There was no direct patient harm. No lot number available.

Manufacturer narrative:
Carefusion is unable to review the device history record as no lot number was provided. Carefusion is unable to determine if manufacturing personnel, manufacturing process or machines are related to this reported issue since the sample is not available for evaluation. However, there are controls in place to prevent this issue from occurring. The component that was reported as breaking apart is ultrasonically welded together. The ultrasonic welding machine has controls and a sensor in place to assure that the welding cycle is completed. If the cycle is not completed the controls alert the operator of the incomplete weld of the component. At this time a root cause could not be determined, for this reason a corrective and preventative action plan has been initiated to further evaluate this issue.